Manufacturer narrative:
All buttons functioned properly. No damage to keypad traces noted and the keypad connector on the lcd board was locked properly. The pump had minor scratches on the lcd window, a cracked reservoir tube lip, scratches on the reservoir tube window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that he was unable to rewind the insulin pump. The customer attempted to change the infusion set but when he pressed the act button the insulin pump did not respond. He was unable to perform the self-test because the insulin pump did not respond when the act button was pressed. Customer's blood glucose level was 51 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.